Event description:
It was reported that the customer¿s blood glucose level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address low blood sugar. Customer updated their pump settings to address the event.